Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had their modular cable replaced on 26jan2024 while in the operating room (or). After the exchange the patient's system controller began to show all lights lit up. The patient's controller was exchanged. System controller MFR # (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the modular cable being exchanged and a functional issue with the cable was not determined. The exchanged modular cable (lot number 8187384) was not returned for analysis. Questions regarding the modular cable and the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be determined through this analysis. Review of the device history record for the modular cable, lot number 8187384, showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 instructions for use (rev. C, section 2 ¿system operations¿) instructs users on how to properly exchange the modular cable. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.